Event description:
It was reported that the patient had ¿sub par¿ stimulation; stimulation ¿was not like it was before¿. Attempts had been made to reprogram the patient but that had not addressed the issue. The plan at the time was to do a procedure on (B)(6) 2013 to investigate the stimulation complaint by testing at the lead-extension, and then the lead alone. The reporter thought that impedances were out of range on electrodes 0 and 1. The reporter was however unsure how long the patient had had issues with stimulation. A week later, it was reported that the patient was having electrode impedance issues. It was unknown if the issue was with the lead or extension. The patient¿s implantable neurostimulator (ins) was being upgraded during the surgical procedure and was ¿perhaps¿ going to have the extension replaced as well. There wasn¿t any plan to ¿do anything with the lead¿. The physician confirmed via x-ray that the placement of the lead was fine. The patient hadn¿t used the system as frequently as she did initially. The patient had reportedly gotten into a physical altercation and since then, stimulation wasn¿t feeling the same. Four days later, it was reported that an impedance check was performed pre-operatively on the day of the scheduled surgical procedure. In confirmation, impedance greater than 10,000 ohms was shown on electrode 0. An impedance check was performed in the operating room on the extension and lead only with the ins removed. The impedance on electrode 0 still showed. However, once the extension was removed, a 3rd impedance check did not show an impedance issue on the lead itself. A new extension was attached and an impedance check (with the old lead) showed no abnormal impedances. A final impedance check done with the new ins implanted showed no abnormal impedances. The patient¿s old programs were programmed onto his new ins and the patient went back to receiving stimulation like previously.

Manufacturer narrative:
Product ID: 37082, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3550-10, product type: accessory. Product ID: 3999, lot# v007049, implanted: (B)(6) 2006, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 399930, lot# v007049, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. (B)(4).